Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), product type extension; product ID 3708160, serial # (B)(4), product type extension; product ID 3778-45, serial # (B)(4), product type lead; product ID 3778-45, serial # (B)(4), product type lead. (B)(4).

Event description:
It was reported the patient had discomfort at the generator site. Additional information reported intervention included surgical repositioning on (B)(6) 2014. The event was noted as resolved without sequelae and related to the device or therapy and not related to the implant procedure.

Event description:
Additional information reported the cause of the generator discomfort was a patient fall unrelated to the device or therapy.